Event description:
A report was received that the patient was explanted for unknown reason.

Event description:
A report was received that the patient was explanted for unknown reason.

Manufacturer narrative:
Event date: (B)(6) 2013. Device explant date: (B)(6) 2013. Additional suspect medical device components involved in the event: model #: sc-8216-70 serial/lot #: (B)(4), description: artisan surgical lead, 70cm model #: sc-4316 serial/lot, (B)(4), description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the reason for the explant procedure was ineffective therapy. No device malfunction was suspected.